Event description:
It was reported that the physician wanted to insert a 9fr 40cc iab, but was mistakenly handed an 8fr 30cc iab which he could not insert due to resistance. He then removed the wire guide and iab together and successfully inserted an 8fr 30cc iab. There were no patient complications.